Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon opening the packaging of the pacing lead it was noted the inner packaging was not properly sealed. The lead was not used and was replaced. No patient complications have been reported as a result of this event.